Manufacturer narrative:
The investigation has determined that a non-reproducible and higher than expected troponin I es result was obtained from a patient sample processed using vitros tropi es lot 4090 on a vitros xt 7600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, indicating an instrument issue was not likely a contributing factor. Based on the historical tropi es quality control performance, a vitros tropi es reagent lot 4090 issue was not a likely contributing factor to this event. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent lot 4090 issue cannot be completely ruled out as a potential contributing factor to the event. Pre analytical sample handling could not be ruled out as a contributing factor, as the customer was not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 4090. (B)(4).

Event description:
A customer observed a non-reproducible and higher than expected troponin I es (tropi es) result from a patient sample processed using vitros tropi es lot 4090 on a vitros xt 7600 integrated system. Vitros troponin I es = 2.80 versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient result was reported from the laboratory. The physician questioned the vitros tropi es result and repeat testing was performed. A corrected tropi es result of <0.012 ng/ml was reported out of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).